Event description:
The olympus wm-np1 series mobile workstation with separation transformer is used in medical facilities to accommodate a range of olympus equipment to facilitate gi endoscopy, endoscopic ultrasound, respiratory and surgical endoscopic procedures. The workstation which is the subject of this report was being used to accommodate recording equipment during a laparotomy procedure. The plug of the power cable of the workstation was connected to a powerstrip. At the beginning of the procedure the plug of the power cable of the workstation smoked. A nurse reconnected the plug to the socket on the wall and it caught fire. There is no report of injury to pt or user and this report is submitted in an abundance of caution.

Manufacturer narrative:
The cable has been returned to keymed ltd and a full eval is taking place to determine the root cause of the event / device malfunction. A f/u report will be submitted once the root cause has been determined. There is no report of injury to pt or user and this report is submitted in an abundance of caution.